Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The pump passed the displacement, basic occlusion, occlusion, and excessive no delivery test. There was no motor error alarm noted. The motor passed motor test. The low reservoir alarm functioned properly. The pump was received with scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call of motor error with their insulin pump and having high blood glucose levels. The customer's blood glucose level at the time of incident was 262mg/dl. The customer declined to troubleshoot for high blood glucose levels due to educator being with the customer. The customer was assisted with motor error troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.